Manufacturer narrative:
The customer's complaint of a crack and leak at the hub could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the microtubing cracked at the hub and leaked during a pca infusion of an unknown amount of fentanyl which was piggybacked into the y-site of a normal saline line. Due to the leak, the patient needed a bolus of fentanyl until the dosing was corrected. There was no patient harm.